Event description:
The customer contact reported a separation. On an unspecified date, the tubing set was being used to deliver a reported 1:1 concentration of regular insulin in 0.9% normal saline, at a rate of 10.2 ml/hr, via a pump. The option-lok male adapter of the tubing set was connected to the pt's peripherally inserted central catheter (PICC). The customer contact reported that while a nurse and a respiratory therapist removed a vest from the pt, the tubing separated from the option-lok male adapter of the tubing set. It was reported an unspecified volume of solution leaked and approx 20 - 30 ml of blood loss was reported. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.